Manufacturer narrative:
The report of abnormal impedances was not confirmed. Analysis of the returned (mn10450-90a) lead a found it had been cut during the explant procedure. Both segments of the returned lead were tested for continuity and no opens were found.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18960. It was reported two of the patients leads had fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.